Event description:
It was reported that the catheter was leaking blood from the tunnel track. There was no blood leakage noted when the catheter was not in use or when the blood pump was turned off. Leakage occurred only when the blood pump was running. The site of the leak was up inside the tunnel track and not openly visible. The device was removed, no pt injury.